Event description:
It was reported that the customer was having low blood glucose issues. The customer reportedly stated that there was less insulin left in the reservoir than what the insulin pump was showing. The customer's basal rates had recently been reduced. It was stated that the customer was not manipulating the reservoir while connected to the insulin pump. The customer also had advised that the insulin pump passed the displacement verification test on two previous occasions. The customer also stated that insulin was squirting out during priming. The drive support cap appeared indented. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).